Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited pacing inhibition due to cautery. A magnet was placed upon observation. Technical services (ts) discussed magnet function. It was noted that the health care professional (hcp) is monitoring the patient. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.